Event description:
It was reported that the device has a display issue. There are multiple led display segment failures. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
Correction: upon further evaluation of the customer¿s report and query of any exiting complaint record, it was determined that the customer¿s report was previously captured on 16mar2020 under complaint record # (B)(4). This was assessed as not reportable at that time.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device has a display issue. There are multiple led display segment failures. No additional information was provided. No patient involvement was noted.